Manufacturer narrative:
(B)(4):the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)

Event description:
It was reported that post a carotid artery stenting treatment procedure, stent shortening occurred. The index procedure placed this 10.0-24 carotid wallstent in the internal carotid and common carotid artery bifurcation. The stent was fully deployed and well apposed. The patient presented for a follow up visit on an unknown date with no issues to report. During the follow up, the physician noted under angio that the stent had shortened over 1cm on the moderately tortuous common carotid side. The stent was not restenosed. To treat this, another manufacturers' stent was implanted in the common carotid artery. No patient complications were reported and the patient's status is stable.